Manufacturer narrative:
The reported field event of a single av crosstalk event could not be confirmed through egm's. Functional test results indicated normal device behavior. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that oversensing due to crosstalk was observed. This resulted in a pause episode and a temporary pacemaker was used in emergency. The device was explanted and replaced to resolve the event and the patient was in stable condition..